Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge had an unspecified fluid inside prior to use. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use cartridge for insulin therapy.